Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(6) 2016 with the following findings: the battery compartment was cracked . Black box not verified the pump time, date reset to default after por. During testing, the time and date reset to default settings when the battery was removed for less than 24 hours. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and cracked battery compartment. This report is made based on the results of an investigation completed on (B)(6) 2016.